Event description:
It was reported that prior to implant, initial interrogation of the device showed a gray bar. The device was left inside and additional interrogation was done several weeks later and the gray bar was still present. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the gray bar status. However, the analysis found the system current drain to be nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.